Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other six perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the left common femoral artery (lca) and the right common femoral artery (rca) using the preclose technique prior to an endoluminal graft repair. A venous sheath was placed before the procedure as the patient could not handle anesthesia well. A 12fr sheath was used on the right side and an 18fr sheath was used on the left side. Six devices were deployed on the right common femoral artery. One proglide device deployed correctly; however, five proglide devices experienced a cuff miss. A non-abbott device was deployed following the procedure and hemostasis was achieved. Two proglide devices were deployed successfully on the left common femoral artery; however, did not achieve hemostasis at the end of the procedure. A cut-down was performed and hemostasis was surgically achieved. The physician is reported to be trained in the use of the proglide device; however, not established in the pre-close technique. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure of approximately one hour and 15 minutes. No additional information was provided.